Manufacturer narrative:
The technician found the ground pin was loose on the plug. He replaced the power cord plug to repair the bed

Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance on the bed was out of normal range.